Manufacturer narrative:
The involved device was not returned for evaluation. Therefore, the failure investigation was limited to evaluation of user facility information, quality records and reserve samples. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously and there is no trend related to this event or product code. Although the cause for this report cannot be definitively determined, there is no indication that it was related to a product defect or malfunction. The instructions for use do address the potential for such an event by stating, "before removing or inserting the catheter aspirate blood from the 3-way stopcock to remove any fibrin deposition which may have accumulated in or on the tip of the sheath." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that during a heart catheterization procedure, the patient showed st wave elevation. The lad was immediately imaged and a clot was found to be occluding the mid lad artery. Reportedly, a balloon was inflated which restored flow to the majority of the lad, but residual clot was noted in the distal segment with poor apical flow. The balloon was inflated several more times, but distal flow was not completely restored. Follow-up communication with the physician confirmed that the patient was stable after the procedure and discharged to home.